Manufacturer narrative:
The inspiration proportional valve was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during a pre-use checkout, it was discovered that the checklog entry auto leak is 100% and inspiration proportion valve was defective.